Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that patient had their spinal cord stimulation system replaced. Patient stayed in the hospital overnight and started to have weakness in their right arm and right leg. It was also reported that patient had neurological symptoms since having the new intellis system placed. Patient was also having facial numbness. Patient was going to have a head and neck MRI to diagnose the issue. It was confirmed that patient was full body eligible for MRI. Additional information was received from healthcare professional. It was reported that patient's spinal cord stimulation was replaced because they required device MRI compatibility. Patient was treated with IV and po steroids, symptoms were improving and was planned to be discharged home on (B)(6) 2017. MRI performed showed there was no complication from the procedure. Neurostimulator leads were seen within the spinal canal. The cause of the weakness was not sure and the cause of neurologic changed was undetermined but symptoms were improving. No further complications were reported as a result of this event.